Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for spinal pain. It was reported that there was poor coupling; there was 0/8 coupling on interrogation on (B)(6) 2016. It was noted that no action was taken, but the event was resolved without sequelae as of (B)(6) 2017. This event was noted to be possibly related to the device/therapy and recharge process, but a cause was not provided. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient was reprogramed on (B)(6) 2016 and re-educated on the device. They were also reprogrammed and re-educated on (B)(6) 2017.